Manufacturer narrative:
(B)(4). A complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported condition. A review of complaint data did not identify any trend with this or similar issues. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported condition. A review of the manufacturing device history record (DHR) could not be performed as a lot number was not provided. A definitive root cause could not be identified for this report as a complaint sample was not provided for evaluation. All applicable manufacturing and quality personnel will be notified of this report in an effort to heighten awareness regarding the reported condition and minimize any impact from the manufacturing processes.

Event description:
Ingrowth cuff on catheter came off of catheter and stayed in patient upon removal. Dr. (B)(6) kept damaged product and also took pictures. On (B)(6) 2012, the physician provided the following additional information: the catheter was in place about 4-6 weeks after the patient's fluid dried up and before it was removed. The cuff stayed in the patient. The physician stopped and then made an incision at the presumed cuff site (based on palpation) while the cuff was still on the end of the catheter. No part of the cuff was still attached to the catheter when removed. There was about 2-3cms from where the cuff was placed to the skin incision. The physician indicated that he had to make an extra incision on the tunnel at the presumed cuff site to explore, find and remove the cuff and the patient was exposed to more lidocaine, the extra incision and suture and follow up for suture removal. Despite various attempts made by carefusion to obtain the sample and lot number, this has been unsuccessful.